Event description:
Synovitis, bilateral knee effusion [joint effusion], device misuse. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding female patient (age not provided), initials unknown, with osteoarthritis (kellgren and lawrence grade 5 in both knees, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for treatment with first course of synvisc (hylan g-f 20) injection (the patient's age at the time of first synvisc injection was (B)(6)), in both knees. On (B)(6) 2000, the patient initiated treatment with first injection of second course of intra-articular synvisc (dosage regimen not provided) injection, into both knees. The lot number for synvisc was not provided. The same day, the patient received second injection of second course of synvisc into the left knee (device misuse). On (B)(6) 2000, the patient developed synovitis of both knees. On an unspecified date in (B)(6) 2000, the patient developed bilateral knee effusion. No aspiration was done from the right knee and unknown amount of fluid was aspirated from the left knee. The patient received treatment with 01 cc xylocaine (lidocaine) and intramuscular celestone (betamethasone) at a dose of 02 cc for the events of synovitis of both knees and bilateral knee effusion. On (B)(6) 2000, synovitis of both knees resolved. On (B)(6) 2000, the patient developed second episode of synovitis of both knees. The patient received treatment with xylocaine and intra-articular/intramuscular celestone for the second episode of synovitis of both knees. The action taken with synvisc treatment was not provided. The patient had not yet recovered from the event of synovitis of both knees. The outcome for the events of bilateral knee effusion and device misuse was not provided. The intensity for the events of synovitis of both knees and bilateral knee effusion was mild. The intensity for the event of device misuse was not provided. The reporting physician assessed the relationship of synvisc with the event of synovitis of both knees as definitely related and did not provide the relationship between synvisc and the event of bilateral knee effusion and device misuse. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.